Event description:
It has been reported to philips that the system failed to boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting and troubleshooting actions showed a problem with the ip pc. Review of the system log file showed that frontal ip pc problems. The fse replaced the ip pc, reinstalled the software. After replacing ip pc, the system was returned to use in good working order.